Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2008. Concurrent conditions included pelvic pain female, offensive vaginal discharge and abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems:depression"), mood swings ("psychological or psychiatric problems:mood swings") and acne ("rashes or skin conditions:acne") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, dysgeusia, tooth disorder, dysmenorrhoea, anxiety, depression, mood swings, acne and weight decreased outcome was unknown. The reporter considered acne, anxiety, depression, dysgeusia, dysmenorrhoea, mood swings, pelvic pain, tooth disorder and weight decreased to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received- new events-¿ metallic taste in mouth, dysmenorrhea, dental problems, depression, anxiety, mood swings, acne, weight loss, patient did not undergo essure confirmation test¿, reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2008. Concurrent conditions included pelvic pain female, offensive vaginal discharge and abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems:depression"), mood swings ("psychological or psychiatric problems:mood swings"), acne ("rashes or skin conditions:acne"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, tooth disorder, dysmenorrhoea, anxiety, depression, mood swings, acne, weight decreased, abdominal pain, dyspareunia, back pain, psychological trauma, hypersensitivity, rash, skin disorder, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, mood swings, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and weight decreased to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Discrepancy noted in action taken with drug. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, dyspareunia (painful sexual intercourse), back pain, general abnormal bleed, psych injury, hypersensitivity, rash/skin condition, migraine, headaches, hormonal changes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6)-2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.